Manufacturer narrative:
The subject device was returned to omsc (olympus medical systems corp) for evaluation. Omsc checked the subject device, especially the exterior and behavior of the forceps elevator, and found that there were no abnormalities that could cause the reported event. Also, omsc was able to attach new distal cover to the subject device correctly and firmly. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. From the above, the cause of the reported event was unknown. However, there was the possibility that was attributed to the inappropriate attach of the distal cover to the subject device by the user. The instruction manual of the subject device already instructs; never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal cover (maj-2315) fell off into the patient's stomach during an ercp procedure using the subject device. The physician retrieved the distal cover from the patient's stomach and reattached the distal cover to complete the intended procedure. There was no report of patient injury associated with the event.